Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set separated between the tubing and connector. This was observed when the set was connected to saline bag, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6, h10 h10: the actual device was not available; however, photographs of the sample and two retention samples were provided for evaluation. The returned photographs were reviewed, and it was noted that the photographs did not show the reported defect, therefore, the reported condition could not be confirmed or refuted. The cause of the reported condition could not be determined. The retention samples underwent visual inspection, and there were no issues noted. Functional testing on the retention samples included underwater leak testing and air passage testing, and there were no issues noted. All samples were submitted to a traction test (to failure), and no issues were noted. The reported condition was not verified in the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.